Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Device history review shows no non-conformities during the manufacturing process for the reported lot number.

Event description:
It was reported that when the catheter was attempted to be flushed, it was ineffective. This was confirmed by catheter study shown in pulmonary artery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.